Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure there was an issue with the system iop and the patient's eye collapsed. Additional information was requested and received which indicated no system messages were displayed and the case was completed. Patient impact is unknown. This is one of two reports sent from this facility.